Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, it was noted that the sinotubular junction (stj) was tight due to a pre-existing failed surgical aortic valve. The implanting physician opted to deploy the valve deep due to concern for the tight stj and potential dislodgement. The valve was deployed at a depth of 6 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Despite the deep deployment depth, the valve "watermelon seeded" and dislodged to a depth of -1 mm on the ncc and -3 mm on the lcc. The valve was located above the annulus. Subsequently, a second valve was implanted in the patient with trace paravalvular leak observed. Of note, no pre-implant or post-implant balloon dilation was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID gwbc30; product lot/serial number na; product type: guidewire; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a medtronic confida guidewire was used.